Event description:
Per oracle repair record, it was reported: "check pressure..water went into pt arm."

Manufacturer narrative:
Additional information will be provided once investigation is completed.